Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to dyskinesia following a reprogramming session. The patient also saw an out-of-regulation message on the patient programmer. The patient felt "little shots" of something in his head the day after the reprogramming session. It was reported that the patient was able to get an appointment with his hcp. Additional information has been requested, but was not available as of the date of this report. See MFR. Report # 3004209178-2011-09445.

Manufacturer narrative:
Neurostimulator model 37601, serial# (B)(4), implanted: (B)(6) 2010, explanted: unknown; extension model 37085-95, serial# (B)(4), implanted: (B)(6) 2010, explanted: unknown; extension model 7495-51, serial# (B)(4), implanted: (B)(6) 2001, explanted: unknown; lead model 3387-40, lot# j0237085v, implanted: (B)(6) 2003, explanted: unknown; lead model 3387-40, lot# j0454876v, implanted: (B)(6) 2005, explanted: unknown.

Event description:
Additional information received reported that patient went to the emergency room following a fall with back pain and was subsequently admitted to the hospital. The device was interrogated and the left side device was found to be "off". The patient was unsure how long the device had been turned "off". The patient was frozen and did not receive medication for 15 hours. The patient reported burning legs but it was improved in a subsequent visit to the healthcare provider. Additional programming took place where the patient returned to previous settings. An out of regulation (oor) message was reported upon interrogation and also high impedances. The patient had severe dyskinesia which caused the patient to turn off his implant then he calmed down and slowly went to a freeze where he was unable to move. The patient would subsequently turn the device back on. The #2 electrodes seemed to cause an oor message and there was a reprogramming around electrode #2 to avoid any discomfort. The patient's gait was unsteady and voice fluctuates with programs. The patient also had migraines at least 3 times which was precipitated by light. Refer to manufacturer report # 3004209178-2011-09445.